Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the broken cable on 8mm maryland bipolar forceps instrument was observed during central processing prior to cleaning and sterilization. The instrument was inspected prior to its last use. Patient demographics were requested but hospital was unable to provide the information.

Event description:
It was reported that during central processing, the 8mm maryland bipolar forceps instrument was observed to have a broken cable. There were no reports of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end.